Manufacturer narrative:
MDR device 2 of 3. (B)(6). Patient country: china. Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was completed and no discrepancies were found. Aquacel ag drs 10x10cm (1x10pk) ster nai was manufactured under sap code 1186095 and manufacturing lot number 0j00434 on 07 september 2020. Lot # 0j00434 was sterilised under lot 2173-13467a and released on review of results of sterilisation provided by sterilisation company steris. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 0j00434. This was the only complaint for the affected lot registered within database. 3 photographs were received for this issue and have been evaluated in accordance with work instructions (wis). The photographs confirmed the expected lot number, product and the complaint issue where the open seals were evident. A nonconformance was opened for this complaint issue. An investigation was not necessary as complaints for the same issue have been received in the past. An older investigation was still relevant for this issue and failure mode. This investigation, completed in feb 2021, confirmed the most probable causes of open product/product in seal on doyen 4 line. As the affected batch was manufactured in september 2020, the reported batch was within the investigation bounding dates. Corrective actions to address the issues identified were implemented in feb 2021 and fully qualified in may 2021. No further investigation is required as the reason for the open seals have already been identified in the previous investigation. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the customer found three dressings without sealing at the edges. It was unknown if the product was used. The photographs depicting the issue were received from the complainant.